Manufacturer narrative:
On 06-aug-2014, the original wheelchair system was shipped to the dealer ((B)(4)) according to the specifications provided by the client (mr. (B)(6)). (B)(4) was the dealer maintaining/servicing the wheelchair for mr. (B)(6). Based on the information reported, it appears that the right footplate on the seating system required new (replacement) hardware to repair the footplate. Instead of ordering the proper replacement parts from motion concepts, the dealer ((B)(4)) decided to add memory foam into the footplate to repair the footplate. As the footplate was not repaired using manufacturer recommended parts, the footplate fell while the wheelchair was being driven, resulting in the right foot injury to mr. (B)(6). A safety warning identified in the motion concepts owner's manual (provided with each wheelchair system), states that "continued use of the wheelchair/seating system with the damaged parts could lead to the wheelchair malfunctioning, causing injury to the user". Correct replacement parts were shipped to the dealer on 08-may-2019.

Event description:
On 02-may-2019, motion concepts was informed by (B)(4) (motion concepts importer / distributor), that one of their dealers ((B)(4)) was servicing a lift at the home of mr. (B)(6). During the service call the technician ((B)(4)) from (B)(4) noticed the right footplate on the seating system was dragging on the ground. When (B)(4) asked what happened to the footplate, mr. (B)(6) informed him that there was an incident couple of months ago when (B)(4) (another dealer/service provider) put memory foam into the footplate to repair the footplate. Subsequently, the footplate fell while he was driving, and because mr. (B)(6) is paralyzed from the waist down (previous condition), he was unable to feel his foot slip off and go under the system. As a result, he fractured 3 bones in his right foot. Mr. (B)(6) received medical attention at the hospital and a cast was placed on the foot.